Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that the wire guide of a wayne pneumothorax set unraveled. The device was placed for management of a pneumothorax. The patient did not have tortuous anatomy. During the placement of the drain there was no difficulty with the insertion or advancement of the wire guide. The wire was not manipulated or withdrawn through the needle. The wire guide was withdrawn from the straightening obturator and catheter. After the unraveling of the wire guide and removal, a new drain was placed. No part of the wire was retained in the patient. The patient was hospitalized for observation/monitoring and a blood sample was taken after the placement of the second drain.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported to cook that the wire guide of a wayne pneumothorax set unraveled. After placing the catheter, the wire guide became stuck and then unraveled. There were no difficulties during wire guide advancement into the patient. No part of the wire was retained in the patient. The patient was hospitalized and a blood sample was taken after the placement of the 2nd drain. No adverse effects have been reported for the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, and specifications, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Cook received one wire guide and wayne catheter from the customer. Visual examination of the wire guide found the wire had not separated but was stuck inside the catheter. The wire guides o.d. Was measured and was within specification. There was no evidence of nonconforming material. Additionally, a document-based investigation evaluation was performed. Cook reviewed the device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed the DHR for the reported lot which recorded no relevant non-conformances. A search on the sub assembly lots recorded a few related non-conformances. There are 100% inspections in place to identify this failure before shipping, and all non-conforming material was scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9. Remove the wire guide and catheter obturator.¿ the information provided upon review of dmr, DHR, IFU, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The customer stated that there were no difficulties during wire guide advancement. It is possible that the wire guide became damaged after insertion and became stuck in the catheter during withdrawal, but cook was unable to confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on (B)(6) 2024, it was reported that the removal and replacement of the drain was done in the same procedure. Blood flowed out during aspiration following placement of the second drain. Hospitalization was "probably related to the placement of the second drain."